Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The device was found to be in home mode. In home mode the settings are locked and the user is unable to make adjustments. The device must be changed to standard mode to adjust the settings. The unit was determined to be functioning as designed.

Event description:
Customer reported "won't except settings then turns off". No known impact or consequence to patient.